Event description:
It was reported that a dissection occurred. The patient was diagnosed with double vessel disease (dvd) in the left anterior descending artery (lad) and left circumflex artery (lcx). Vascular access was obtained via the femoral artery. The 80% stenosed, 24mm x 3.0mm, de novo target lesion with a more than 45 degree significant bend was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). After a non boston scientific (bsc) guidewire crossed the lesion, predilitation was performed with a non bsc balloon device. After predilitation, a 16 x 2.75 promus elite stent was advanced to the target lesion and successfully deployed in the distal lad. A 24 x 3.00 promus elite stent was then deployed in the proximal lcx at high pressure because of diffused calcified lesion. Following stent deployment, a proximal edge dissection was noted under fluoroscopy. A 12 x 3.00 promus elite stent was deployed to cover the dissection and complete the procedure. It was noted that significant resistance occurred while operating the devices. No further patient complications were reported in relation to this event and the patient was reported to be stable following the procedure, responding well to medicines.